Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply was reconnected to the rear aspect of the dicom box and the image function was checked and operational while performing fluoroscopy. The system was tested and operates as intended.

Event description:
The customer reported the 9600 system's left monitor went black while performing fluoroscopy. Another machine was used to complete the case. No pt injury was reported.